Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: it was reported that particulate matter was found inside the packaging. To aid in the investigation, one sample in a sealed packaging blister and eight photos were received for evaluation by our quality team. A visual inspection was performed and there is a loose particle inside the packaging blister; it is cardboard. The eight photos provided show the sample received and samples for other complaints. It could have been possible while doing maintenance or a repair a spare part was taken into production packaged in a box inducing the particle found in the packaging blister. A device history record review was completed for provided material number 302832, lot number 0302996. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the production area was performed and no cardboard was found. In addition, associates were made aware of the complaint. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that while doing a maintenance or repair the spare part was taken to the production packaged in a box inducing the particle in the packaging blister. Verification of the production area was done looking for any piece of cardboard. None was found. In addition, our associates were made aware of the complaint.

Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: material no.: 302832, batch no.: 0302966. Pharmacy assistant (idk) informed pharmacy supervisor, 50 ml syringes has particulate matter inside the packaging.